Event description:
Uvc [umbilical venous catheter] inserted. Minimal bleeding at site. Umbilical tie placed. Oozing continued. Surgicel applied. Surgicel and tie saturated. Pressure applied to site. Tpn [total parenteral nutrition] and il [interleukin] appeared to be leaking at site. Uvc removed. Line patency evaluated. Line split almost in half at dot 3.